Manufacturer narrative:
The ventilator was exchanged with another one immediately. There was no injury to patient. (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
When this servo-I was on a patient, technical error 3,5,29,39,10001 occurred and ventilation stopped. (B)(4).